Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified that the patient called the clinic due to redness and drainage post implantation. Subsequently, the patient was treated with oral antibiotics and admitted for superficial infection. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00801803202 lot number: 64043143 brand name: femoral head, catalog number:010000847 lot number: 6395234 unknown brand name: g7 acetabular liner, catalog number:010000701 lot number: 6405799 unknown brand name: g7 acetabular shell. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920- 2019-00468. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient was treated with oral antibiotics and admitted for superficial infection approximately 20 days post implantation, attempts have been made and additional information on the reported event is unavailable at this time.